Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result not being able to reprocess the device according to the IFU recommendations due to the reported leak from the biopsy channel and foreign material remained. The event can be detected/prevented by following the instructions for use sections below: ¿·chapter 6 application and conditions of cleaning, disinfection and sterilization¿ ¿·chapter 7 cleaning, disinfection and sterilization procedures¿. In addition, the following non-reportable malfunctions were found during the device evaluation: - poor water tightness due to pinholes in the channel tub reprocessing survey info: - there was no delay in the start of pre-cleaning. - water was aspirated through the instrument/suction channel. - the instrument channel outlet was wiped/brushed with clean lint-free cloths, brushes, or sponges. - the instrument channel was brushed. - the device was not cleaned, disinfected, and sterilized before being sent to olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction and the play of up/down knob do not meet specifications, ultrasonic transducer has corrosion, and acoustic lens has a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had a forceps channel air leak. During inspection and evaluation, foreign object from the forceps channel was reported. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.